Event description:
It was reported that the customer changed the battery after receiving a low battery alert and the insulin pump alarmed failed battery test twice. When changing the battery the second time, the insulin pump went to the fill screen and then the motor emptied the reservoir and the insulin pump alarmed compromised force sensor system during prime. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and stained end cap sticker.